Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. Product ID: neu_unknown, serial# unknown, product type: unknown. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient states they had a spinal cord stimulator for quite a few years and they needed a desktop charger. The patient initially indicated the desktop charger was not broken, but then stated that the piece that they needed quit charging the recharger because they had used it for many years. The patient stated they thought they discarded the desktop charger because it had stopped working last year (2017). The patient stated they were told by a healthcare professional that they should have their ins removed and replaced with an updated ins. The patient stated they were in total pain 24 hours a day, 7 days a week, in 100% of their body. The patient stated they were in chronic pain all the time. The patient stated that the ins was put in to help him, and for a while it did help. When they first got their device put in, years ago, it gave them some relief because of the shocking experience they were getting. They had not turned the ins on in a year and a half because it quit charging and they were on so much medication that they didn't think about it. The patient inquired about a replacement procedure and what ins would help them with their pain. No further complications were reported or anticipated. Additional information was received and it was reported that the replacement of the desktop charger did not resolve the ins not taking a charge. The patient stated that they were going to need to have the ins replaced.

Manufacturer narrative:
Product problem corrected to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.